Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Event description:
Covidien received info that, during patient use, an 840 ventilator quit running, there was no harm or pt injury reported.